Event description:
It was reported that an IV administration set was found to have the luer lock detached from the set. This was noticed before use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The actual device was not received; however, a companion sample from the same lot was returned for evaluation. A visual inspection (via the naked eye) was performed and did not reveal any abnormalities with the returned device. The bonding strength between the male luer and tubing was pull tested with no issues noted. Furthermore, underwater pressure testing of the device was performed with no leaks or defects noted. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.